Manufacturer narrative:
After further review of additional information received the following sections a2. 60+ yo, b4, b5, b6, b7, d4. Expiration date, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Device specific risks that fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient dislocation of the shoulder joint devices is most likely due to the patient's underlying conditions. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered: a4, a5, a6. No device evaluation pending.

Event description:
It was reported from the united kingdom that a patient experienced a revision surgery, of shoulder devices due to a dislocation. The shoulder was dislocating anteriorly. The shoulder had a buildup of a +0mm humeral tray and +0mm liner. The shoulder version was assessed and found to be appropriate. The shoulder was distracted and dislocated very easily. The surgeon decided that the tension was not suitable and built the platform up by changing the liner to a +2.5mm liner. The implants will not be released from the hospital. "The patient dislocated again a few days later and was brought back for further revision surgery (information pending)". There is no indication or complaint that the device malfunctioned. No additional information has been provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation.